Event description:
End user reported that over 6 months ago he added a competitor product, half moon adhesive strips, to the border of the tape collar. He could not recall the exact name and brand of the product. He developed itchy, weepy blisters and a rash under the half moon strips which spread under the wafer tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user discontinued use of competitor half moon adhesive strips. The end user recently saw a dermatologist who requested a list of tape adhesive ingredients. The request was provided to the appropriate department in convatec for follow up. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.